Event description:
It was reported that a patient underwent an osteosynthesis (chs method) procedure on (B)(6) 2022 and suture was used. During the procedure, the suture was detached from the needle during suturing on the trochanter. It was a control release needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 3/5/2022. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: was the needle piece removed from the patient during the same procedure? No further information is available. What tissue/location was suturing when pull off occurred? Trochanter. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information is available. Lot number? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/1/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h6 component code: g07002 no device problem found h3 investigational narrative: one winding former with three detached needles, three reparked needle-sutures pieces, and two undispensed needle-suture of product code pdp779d were returned to ethicon inc for analysis. The product code is a control release and required eight strands per packet. In order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected. Two needle-suture were dispensed and examined along the strand to detect any issue related no defects were observed during evaluation a functional test was performed, and the pull force meet the requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 ¿g /m